Event description:
A surgeon reported that a pt experienced an unexpected post-op refractive error following implantation of an intraocular lens (iol). The iol was replaced with another lens. Add'l info has been requested.